Manufacturer narrative:
This complaint was confirmed by the perfusionist (ccp). After reconnecting the hose, the epgs returned to normal operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a low air pressure alarm on the electronic patient gas system (epgs). The manufacturer's salesman had the customer check the hoses to the system. The perfusionist (ccp) found a hose disconnected. Everything is fine now. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.